Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 2 days, due to extreme vomiting, fever and an infection at the insertion site diagnosed as cellulitis, after wearing the pod on the arm longer than 48 hours. At the hospital, the patient was placed on antibiotics and an intravenous (IV) drip.